Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The reported complaint is lacking in relevant information such as the type of defect/problem observed. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the problem occurred with injection with patient contact. No consequences for the patient was reported. Additional information was requested.